Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: - please confirm the number of patients affected by this alleged deficiency? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If no, please create a new pc file for each patient/event. Please provide information requested below for each patient/event. How many devices demonstrated the alleged deficiency? Were there patient consequences? If yes, please explain. --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent an emergency cosmetic repair surgery for maxillofacial region procedure on (B)(6) 2025 and suture was used. During the procedure, received information from (B)(4), the staff from hospital also claimed "pull off suture needle" case occurred multiple times, so create this case. No adverse patient consequences were reported. Additional information was requested.